Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right atrial (ra) pacing impedances of greater than 3000 ohms. The ra impedance was stable in the 400 to 500 ohms range until a few months ago. All other lead measurements were noted to be in range and relatively stable. There was noise on the ra channel. The patient was 29 percent paced in the ra and 99 percent paced in the right ventricle (rv). The noise on the ra channel was oversensed resulting in inappropriate atrial tachy response (atr) episodes. There was also farfield sensing noted (ra lead oversensed rv signals). Technical services discussed possible causes for the clinical observations and provided troubleshooting options. At this time, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
.

Event description:
Additional information was received that the cause for the noise on the right atrial (ra) channel was possibly an issue in the device header. The root cause for the out of range ra pacing impedances remains undetermined. No further actions have been taken. Follow-up will be performed at a later date. No adverse patient effects were reported.